Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high impedance and fracture was observed on right ventricular lead. Lead was explanted and a new lead was implanted. Patient¿s condition was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.6 cm was returned for analysis. A fracture of the inner coil was noted at 40.5 cm from the distal tip. This fracture is consistent with the observation from the field of high lead impedances.